Event description:
A malfunction alarm was reported with malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Tandem technical support confirmed the shipping address for the return of the faulty pump, instructed the customer on how to store it, and arranged for its replacement under warranty. The customer acknowledged these instructions and was advised to return the defective pump using a pre-paid label within 10 days.